Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Revised patient code from 3190 to 2199.

Event description:
It was reported that the tubing set leaked at the drip chamber during patient use. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing set leaked at the drip chamber.